Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-g5; version / model / catalog number: 159003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: during the (B)(6) inspection, the local staff intended to replace routine replacement parts, including the o2 cell. However, no matter how many times he tried, the o2 cell was not calibrated.

Event description:
Hamilton medical ag received the following incident description: during the november inspection, the local staff intended to replace routine replacement parts, including the o2 cell. However, no matter how many times he tried, the o2 cell was not calibrated.

Manufacturer narrative:
Investigation is ongoing.